Manufacturer narrative:
Correction made to e1.

Event description:
It was reported that the device would not power on, after changing battery and power cord. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/04/2019 to present date 12/08/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6200301108 for assembled incorrectly/ broken o-ring, which does not correlate to the customer reported issue.

Event description:
It was reported that the device would not power on, after changing battery and power cord. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not power on, after changing battery and power cord. There was no patient involvement.